Event description:
Family member called for consumer stating comparison to their doctor's meter (unk competitor) when comparing readings are not accurate. Consumer states the meter is inaccurate. Analysis run on clark error grid using comparison reading (44) as ref. Point vs. Bd readings (79) yielded data points in the d range of the grid, outside acceptable limits.